Event description:
It was reported that the pump was replaced. The event was not known. Patient outcome was noted as recovered without sequela.

Manufacturer narrative:
Catheter model: 8709, lot# j0056664r, implanted: (B)(6) 2001, explanted: unk. Analysis of the pump revealed a motor gear train anomaly and corrosion. Drug delivered via the device per analysis was dilaudid. (B)(4).

Manufacturer narrative:
Correction made to replace prior report. (B)(4).